Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Reportedly, the cartridge had been in use for more than 72 hours with novolog insulin. Customer went to the emergency room and was subsequently admitted to the intensive care unit; nature of treatment provided was not known. Customer was discharged 10 days later with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.